Manufacturer narrative:
Additional information provided: one opened company glaucoma device in a plastic tray within a pouch and inside a box was receive for the report of unable to release the shunt. The returned eds (express delivery system) was visually inspected and was found to be nonconforming with the wire below eds button bent; however not fully bent. The returned gfd stent was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms the eds has a bent wire; however, the wire is not fully bent. How and when the wire became partially bent cannot be determined this evaluation, but this could cause the shunt to not release properly. The most likely reason for the partially bent wire is that the trigger (detent button) was not fully depressed during handling of the device. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the shunt was not able to be released properly during implantation. When the surgeon released the button and attempted to release the shunt it was found to be defective because it could not be inserted correctly.the surgery was completed after replacing the product with another one.